Event description:
No blood glucose levels reported. It was reported that the insulin pump would provide the wrong date as to when the reservoir for the insulin pump was started. The insulin pump was rewound and primed and the insulin pump noted the day as the day the reservoir was started. The customer feels that the insulin pump was not safe to use and would like to have it replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored and the time and date functioned properly. The insulin pump was programmed with multiple bolus deliveries and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. No history anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)